Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was still unknown. Issue not resolved at this time. Additional information was received from the rep who reported that the patient had a loss of stim due to low ins battery charge on dates in july but no such events in august. On august 6th the patient made 11 changes to activate different groups. Rep reported they could also see a trend of multiple changes through the day to other groups around that time. Rep did not see that stim was turned off on this day at all. On aug 14th the patient made changes to their groups multiple times during the day but stim appeared to be on all day. Rep reviewed that stim can only be changed using the patient controller whether it is to make an adjustment or turn on/off therapy. Rep was not quite sure what may be going on but reported it could be possible that stim status was somehow misinterpreted. Rep believes it would be best to have patient keep a diary so that they may try to align the patient's experience with therapy going forward and evaluate from there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal stenosis and spinal pain. It was reported that the stimulator was turning on and off. The patient woke up on (B)(6) 2019 in pain in the middle of the night. When the patient checked the stimulator, it showed that the stimulator was off. This also happened on august 14th and two other times. The patient does not let the ins get below 40% and charges when it hits 50%. The patient did not have adaptive stim enabled and stimulation usage shows that both august 6th and 14th were 100% and does not indicate stim turning off. No further complications were reported.